Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console (serial number: (B)(6) ) having an issue with its internal battery could not be confirmed. The unit was not returned to abbott for analysis, and provided information indicated that battery issue resolved and the equipment is now operating as intended. Log files were not submitted for review. The root cause of the reported event could not be conclusively determined via this analysis. The device history records were reviewed for the centrimag 2nd generation console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 8.4 entitled ¿battery operation¿ warns the user that once a low battery alert is displayed, ac power must be restored as quickly as possible. It is also noted that if the console is operating on batteries and a battery below minimum alarm is displayed, the pump could stop at any time without further warning. The user is instructed to operate the system at the lowest acceptable clinical flows when on battery power, so that the remaining battery time can be conserved. The 2nd generation centrimag system operating manual section 8.5 entitled ¿operation of the centrimagtm circulatory support system on internal console battery power¿ provides approximate console runtimes when operating on internal battery power. The 2nd generation centrimag system operating manual section 9.4 entitled ¿battery maintenance¿ indicates that the battery maintenance procedure needs to be performed every 6 months. The aim of the battery maintenance procedure is to fully charge the battery, then to discharge it against a load. During the discharge, the total energy stored in the battery is recorded and compared to system specifications. The 2nd generation centrimag system operating manual table 15 entitled ¿console maintenance schedule¿ indicates that the internal battery pack needs to be replaced every 2 years. The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ states how to interpret and address all system alarms including b1 battery module fail alarms. ¿the console battery will not function. An audible alarm will sound. Switch to the backup console, motor and flow probe according to the procedure described in section 10.1. Resume support. Record the alarm message and contact your abbott medical representative.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the centrimag primary console had a battery failure. The battery was replaced.